Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received power error detected confirmed in pump history and power graph shows unexpected battery power loss due to connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump easily gets low battery. The customer stated that it was been a month that they would need to replace battery every 2 or 4 hours. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer states that the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.